Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing on a renal vein treatment during a laparoscopic nephrectomy, the device was unable to fire up to the end. It was stated that the feeling was different from usual firing. There was a slit on the end of the blood vessel without knowing whether it was contacted by the knife or not. Another device was used to close both sides of the staple line, and the center was resected using a scissor and hemolock.